Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that a couple weeks ago they had an "internet thing" and everything shut down. Caller stated everything seemed fine after that, but in the last 2 weeks something is not right. Caller stated they are getting a lot of stimulation in the other leg, more than in the leg they asked for, and it's majorly painful. Caller stated that even if they turn the stimulation off and take the battery out of the controller, they can still feel it all night long. Caller stated it gets worse while they're sleeping, and it wakes them up in so much pain. Caller commented that they thought that their ceiling fan was affecting their stimulator so they've been sleeping downstairs but it's no difference. Caller stated they're now trying to let it discharge all the way down, but it's been 2 days and it's not going down. Caller commented that they've been putting calls through to their mdt rep but h aven't heard back. Caller stated this isn't funny, and they're not even sleeping anymore because at night it's really high and they have pain in other parts of their body that they didn't have pain before. Caller denied any recent falls or injuries. Agent had caller unlock the controller; caller was at first in group b but switched to group c. Caller stated when they try to bring the stimulation down they get the message that the lower limit has been reached. Callers stated it shows 0.0. Agent walked caller through turning stimulation off. Caller did not notice any difference in the sensation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.